Event description:
It was reported that the device stopped infusion at half way indicating infusion complete, when medication was still half full. There was patient involvement.

Manufacturer narrative:
Additional information: imdrf annex a, g, b, c and d grids correction: manufacturer narrative (DHR, shr statement), device return to manuf.?, device eval by manufacturer?, summary attached?, reason code for no evaluation, if other specify, device available for eval?, returned to manufacturer on omit: a26 - insufficient information (3190), g07002 - appropriate term/code not available, c20 - no findings available, d15 - cause not established a review of the device history record showed the device had a manufacture date of 20mar2008. The review was performed from the date of manufacture to the present date 13jul2021. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history for sn (B)(6) was performed which did not confirm similar complaints with the same or related failure mode. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 20mar2008. The review was performed from the date of manufacture to the present date (B)(6) 2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device stopped infusion at half way indicating infusion complete, when medication was still half full. There was patient involvement.